Event description:
It was reported by the customer that the syringe plunger is getting stuck in the syringe body while they are doing injections. No information was received regarding any serious injury as a result of this product issue.